Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of event occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. A review of the system logfiles found that there was a malfunction with the flexvision. Upon troubleshooting action, fse identified that the flexvision pc was not starting due to the intermittent errors. The flexvision pc was returned for failure analysis however, no failure was observed. Fse replaced the flexvision pc and hdd. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up at 00:00. No harm has been reported to philips. A philips field service engineer (fse) visited the site and replaced the flexvision-pc and hard drive. The device was returned to expected functionality.